Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker had infection and pocket erosion. Reportedly, the device was partially exposed from the pocket. There were no additional adverse patient effects reported. The pacemaker remains in service.